Event description:
It was reported that the rn phoned the clinical support specialist (css) stating that the pump will not connect to wall power and is remaining on battery. The css had the rn double check the connection of the electrical plug at the pump itself and the rn said that she already had done that and it is connected securely. The rn told the css that she also tried multiple outlets with no connection. The css recommended that the pump should be changed out for another and this pump should be send to biomed to be checked. The pump is running on battery power. She has no further question at this time. The pt had a datascope iab via the femoral artery. Additional information received on (B)(6) 2012 stated the power supply was exchanged by the hospital's biomed provider. According to biomed the pump was switched out.

Manufacturer narrative:
(B)(4).